Event description:
Patient underwent revision of left distal femur which took place on (B)(6) 2013. Revision was needed due to a non-union. One broken cannulated 5.0mm locking screw was discovered, and the central 7.3mm conical screw had pulled through the central hole in the plate. The surgery was completed successfully. This report is for an unknown 7.3mm conical screw. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown 7.3mm conical screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development event evaluation: the 4.5 condylar plate is made from 316l which is consistent with other femoral plates. The 5.0 cannulated locking screw has a head design according to es0146 and is made from 316l stainless steel which is consistent with other locking screws. The 7.3 cannulated screw is made from 316l which is consistent with other locking screws and is designed to mate along the inner surface of the internal 7.3 cannulated screw threads. It is unknown if the 4nm torque limiting attachment was used with the 7.3 cannulated screw because it looks like the screw was driven through the plate with the conical head flattening the internal threads of the plate hole. The side of the conical head has a helical scrape which supports this theory. For the 5.0 locking screw, it is unknown which plate hole the 5.0 screw was implanted in. It is also unknown what affect the 7.3 screw going through the plate had on the loads experienced by the 5.0 locking screw. The compliance of the patient with regards to loading the construct is also unknown. Therefore, this complaint is being disposition as indeterminate. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional product codes - hty, jdw, hrs. The returned screw has some dislocation and debris in the threads. The remainder of the screw is in fair condition. The screw has been identified to be part number 02.207.480. A dimensional analysis was performed and all measurements met specifications.

Event description:
This is 3 of 3 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Placeholder.